Event description:
It was reported that the patient underwent explant of the pump as the patient's family "no longer wanted the pump insitu". The family and caregivers felt the pump "wasn't helping". Upon explant, damage to the connector was noted. The patient recovered without sequelae; no patient injury reported. Drug delivered via the device was baclofen 2000mcg/ml.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed no anomaly; sc connector damage was noted (occurred at explant reported previously).